Manufacturer narrative:
Initial reporter telephone number: (B)(6). Device evaluation: product testing could not be performed as the product was not returned (the lens remains implanted and the filament is not returning). Therefore, the reported issue could not be verified, and product quality deficiency could not be determined. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order (po) was performed. The search revealed that no additional complaints were received for this po. No escalation required. Conclusion: a product deficiency has not been identified; therefore, no additional corrective actions have been initiated. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a fine filament was found on the haptic after the intraocular lens (iol) was implanted into the patient's eye. The filament was removed. The iol remains implanted. Product and filament not available for return. No further information provided.